Event description:
A biomedical engineer reported that during surgery, a system message regarding the footswitch was displayed. They exchanged the footswitch, but the problem persisted. They switched units and footswitch and the issue continued. The biomedical engineer manipulated the footswitch cable and the functionality returned. There was a delay of nearly 30 minutes during the troubleshooting. The surgery was completed and there was no harm to the patient. They plan to order additional footswitch cables.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).